Manufacturer narrative:
(B)(4). Additional information: batch # n90680. The device was returned with the tissue pad damaged, melted, not all present and a small portion was returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. No alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. When the ¿relax pressure on blade; reactive instrument to continue¿ alert screen appears, it is advising that the instrument has been loaded to the point where the output has stopped. The user needs to relax pressure on the instrument or reposition so there is less tissue in the clamp. Release the activation switch and reactivate the instrument to continue. However, no alert screens were displayed at any time during testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/20/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: is the detached tissue pad being returned with the device? Yes. Or, was the detached tissue pad discarded? No, the detached tissue pad is being returned.

Event description:
It was reported that during a laparoscopic hiatal hernia repair procedure, the tissue pad was halfway off and fell inside of the patient. All parts were retrieved. There were no patient consequences reported.